Event description:
Device 1 of 2 : reference MFR. Report#: 3006705815-2018-02026. Follow-up information revealed the patient had fallen approximately 6 weeks ago. In addition, the patient underwent surgical intervention where in one lead was explanted and replaced. It was stated the new lead was positioned at t7 to cover low back and bilateral leg pain. Reportedly, effective therapy was restored following the procedure. Please note: it is unknown which lead was explanted and replaced; therefore, both are being reported as explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02026. It was reported the patient was not receiving effective stimulation therapy from the scs system. X-rays revealed lead migration. As such, the patient will undergo surgical intervention to address the issue.